Event description:
It was reported that, "doctor was using accolade tmzf for tha. Doctor started with #0 broach worked his way up to a #4.5 broach, which was the broach for the templating size implant, the broach sat correctly in the canal with visual and auditory markers. After trialing neck and head doctor proceeded to ask for the #4.5 accolade tmzf implant and to open said implant. Upon opening the #4.5 accolade tmzf implant, doctor started to impact stem into the canal and the patient's proximal femur started to fracture upon impaction. Doctor stated the #4.5 accolade tmzf stem was only seated approximately three quarters of the way into femoral canal when proximal femur started to crack. Doctor was concerned with this because broach sat correctly in femoral canal. Doctor could not understand why."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.